Manufacturer narrative:
Analysis was performed philips third-part service personnel which included device testing. The results of the analysis were that the speakers required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was faulty speakers. The issue was resolved by replacing the speakers and the product is back in service.

Event description:
Philips received a complaint on the patient monitor efficia cm120 indicating an audio failure. The device was not in clinical use at the time of the event. There was no adverse event.

Manufacturer narrative:
E1 (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.